Event description:
A v sequential demand pulse generator failed to pace. Bio-med found post sticking. Medtronic tech said unit is obsolete and could no longer be sent in for repair or calibration. Unit retired and saved for trade in.